Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings:a review of the black box showed several call service 145 occlusion alarms due to a high force. The battery compartment and cap were undamaged and was able to fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the internal components. No alarms occurred during the investigation. The occlusion complaint was unable to be duplicated during the investigation.